Event description:
After having been told that my breast augmentation with mcghan 240cc implants were perfectly safe and that I'd have them for the rest of my life, I began experiencing severe pain and consequent autoimmune diseases, totaling over 6, ulcerated eyes, and neurological impairments that eventually required me to have to retire from my teaching career and qualify for, and collect, disability. The quality of my life had dwindled to a mere existence, and my internal organs began to malfunction, causing me to have 3 major surgeries in 2017. All of my surgical reports showed enlarged lymph nodes in my body. It was then learned about breast implant illness, and had to recover enough, since my immune system was so weakened, and I ran fevers constantly, to go through yet another costly operation to have them removed en-bloc on (B)(6) 2018. Again, I developed a potentially deadly bacterial infection from surgery, and I am still sick and in chronic pain to this day, (B)(6) 2019; however, a lot of my diagnoses and symptoms have disappeared or are getting significantly better. I still have neurological issues and biotoxin illness, but I feel that had I not had the implants and the capsules, which were disgusting, removed, I may have died. I am still left with cervical cancer cells although my cervix was removed, and I have to be checked and monitored constantly to make sure I'm within acceptable health parameters.